Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump received a critical pump error alarm. Customer's blood glucose was unknown. They were at the airport and were getting off the bus and were standing at the bus stop when the alarm occurred. They reported that the display screen showed an open book icon and that the number 35 appeared on the screen. The customer said that the insulin pump was not safely tucked in their bra. It was advised that insulin pump would need to be replaced. The pump will not be returned for analysis.

Manufacturer narrative:
The device received open book or critical pump error after battery installation. Constant critical pump error alarm due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm pump error 35 due to constant critical pump error alarm.